Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. During use it was reported that the broken glass ampule protruded from the applicator. Therefore, another device was used to complete the procedure. The doctor was not injured by protruded broken glass piece. There were no adverse consequences to the patient. No further information is available.